Manufacturer narrative:
Additional information: block b5 block a2: patient's exact age is unknown; however it was reported that the patient was over the age of 18. Block h6: problem code 1069 captures the reportable issue of catheter broken. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima ureteral catheter drainage device was used in the ureter during a ureteroscopy procedure performed on (B)(6), 2020. According to the complainant, during the procedure, it was noted that the catheter broke off at the end and created a barbed sharp tip. Reportedly, the broken catheter was removed from the scope, and the procedure was completed with another flexima ureteral catheter drainage. There were no patient complications reported as a result of this event. **additional information received on (B)(6) 2020** reportedly, the tip broke off during unpacking.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima ureteral catheter drainage device was used in the ureter during a ureteroscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noted that the catheter broke off at the end and created a barbed sharp tip. Reportedly, the broken catheter was removed from the scope, and the procedure was completed with another flexima ureteral catheter drainage. There were no patient complications reported as a result of this event.